Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent.

Event description:
Report received from the USA stating "air hose that is attached is leaking. It is known that the device was being used in surgery. It is known that there was no report of user pt injury, it is unk if there was any medical intervention occurred. No additional information provided.